Manufacturer narrative:
(B)(4). The device history review revealed no production issues at the time of manufacture of lot 71f16l0750. Teleflex will continue to monitor and trend related events.

Event description:
The bag burst during the extraction and it was necessary to repeat the procedure to recover the bag pull tool and the bag. It was reported that no patient injury occurred.